Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial. Visual inspection found no visible damage and debris and residue on lens. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -8.50 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles. The problem is resolved.